Event description:
It was reported that during the implant procedure, high pacing impedance was observed on the device. The physician disconnected and reconnected the right ventricular lead, but this issue remained. The lead was tested with a pacing system analyzer, and the impedance measurement was normal. The set screw was no longer able to be tightened while connecting the lead to the device for a third time. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaints of high pacing impedance and loose connection were not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. A mechanical evaluation of header and setscrews were performed and revealed that right ventricular hex insets of the setscrews contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Further electrical testing was performed and revealed to be normal. A longevity assessment revealed the device was operating above the elective replacement indicator (eri), within the expected voltage range.